Event description:
Related manufacturer report number: 2017865-2024-71561. It was reported that the patient presented for the revision of the left ventricular lead due to diaphragmic stimulation. Additionally, it was noted that the patient had received inappropriate shock delivered by the implantable cardioverter defibrillator (ICD) that was caused by episodes of atrial fibrillation with rapid ventricular response. The lead was capped and replaced on (B)(6) 2024. No other interventions were reported. The patient was stable.